Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that the loop recorder exhibited undersensing and variable r-wave amplitude. The clinic elected to continue monitoring the loop recorder normally. No intervention was performed. No patient symptoms were reported.

Event description:
New information noted the insertable cardiac monitor (icm) exhibited undersensing and variable r-wave amplitude again. No changes or interventions were performed. There were no patient consequences.